Event description:
The customer reported that the jaws of the device would not completely open during the procedure. The jaws opened enough to remove the device easily from tissue. There was no patient injury. The device was returned for evaluation with a bare wire exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.